Event description:
It was reported by a patient that a physician implanted the x-stop device into "levels c2 and c3 instead of levels c4 and c5". Post-op, the "patient became immobile". Reportedly, the treating physician "implanted the x-stop devices into two lumbar levels and subsequently removed them." The "patient was no different post procedure than they were at baseline." The patient is receiving epidural injections. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.